Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported by pfizer that an osteolock hip implant should be replaced. Pfizer asks for understanding that data of the initial reporter will not be given to us because of privacy. The initial reporter has been contacted by pfizer directly and received the complaint sheet. So far, no further message from the detector was obtained.